Event description:
It was reported that 3 bd ultra fine¿ iii pen needles would not attach to the pen correctly and medication would not come out of them. The following information was provided by the initial reporter: "consumer reported having pen needles from current box that will fit/attach on the pen correctly. Stated when she does get them on the pen nothing comes out of some of them. Stated today she went through 3 pen needles to get one that worked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (3) used 31gx8mm bd pen needles without tear drop labels or inner shields attached. Consumer reported when she does get the pen needles on the pen nothing comes out of some of them. All 3 returned pen needles were examined, and it was observed that all 3 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 3 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd ultra fine¿ iii pen needles would not attach to the pen correctly, and medication would not come out of them. The following information was provided by the initial reporter: "consumer reported having pen needles from current box that will fit/attach on the pen correctly. Stated when she does get them on the pen nothing comes out of some of them. Stated today she went through 3 pen needles to get one that worked."